Event description:
It was reported that during the implant procedure this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise, oversensing, and pacing inhibition on the right ventricular (rv) lead. The patient experienced less than 2 seconds of asystole. The header was damaged when the physician inserted the wrench into the rv port which created a hole in the seal plug. This crt-d was removed and replaced prior to pocket closure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection of the device revealed a hole in the rv and lv seal plugs. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Proper sensing was confirmed in the laboratory, using tests specifically designed to validate sense amplifier operation along with its associated components. Although the presence of fluid in the header seldom creates a performance issue, fluid penetration may cause oversensing. In this case, the hole in the rv seal plug likely contributed to the reported noise.

Event description:
This supplemental report is being filed as the device evaluation was completed.